Manufacturer narrative:
Upon file review, b1 was noted incorrect. This follow up is to correct b1.

Event description:
It has been reported by the surgeon that the patient's device in situ will need to be revised due to infection. It was further reported that the implant had no mechanical problems, was fully osseointegrated and the x-rays were great otherwise.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
It has been reported by the surgeon that the patient's device in situ will need to be revised due to infection. It was further reported that the implant had no mechanical problems, was fully osseointegrated and the x-rays were great otherwise.